Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1xlwn, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall is and is having problem with the stimulator. She saw the hcp last week who changed the program and wanted her to stay on it for 3 weeks. Patient had pain on that program so she lowered stimulation and eventually turned it off. The pain was described as the nerve being sore, sort of numb, and almost like sciatica pain. Patient called the hcp office today and the hcp was not in. Over the phone, the caller and the patient went through all programs. Patient felt stimulation in the buttocks, hip, or leg on each of the programs. Stimulation was turned off. Caller stated that the hcp thinks lead has moved or is bent. Patient was advised to follow-up with the healthcare provider (hcp). There were no further patient complications are anticipated or expected as a result of this event.